Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from germany that immediately after the start of an unspecified surgical procedure, it was discovered that the vapr tripolar 90 suction electrode device was blocked. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection of the device. Visual inspection revealed that the tip is in a used condition with tissue debris in the suction holes. Handle, cable and plugs assemblies are in good condition. Saline residues are visible in the suction tube. The device passed all electrical checks. Ablation and coagulation function performed ok, however the device failed in the flow rate test before and after activation. From our internal investigation performed on the returned complaint device, we were able to confirm the customer reported event that the electrode suction was blocked. The device was found to fail flow specifications both prior to and after activation due to a build-up of tissue debris at the distal end of the electrode which could not be cleared during additional unblocking techniques. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. No manufacturing defect was found with the returned device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The suction failure mode has been reviewed against the systems risk assessment document, the highest identified risk for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function reduced/blocked irritant flow. Risk matrix line 1000 applies. Resulting in reduced visibility & increased procedure time - patient under anesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is 'minor' and 'frequent' and rated as low as reasonably. Based on a review of the investigation findings and product risk analysis document no containment action related to the individual complaint is required. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.